Event description:
It was reported that during a demonstration, a capio device was used. The carrier extended and was caught in the cage; however, the carrier was stuck in the cage and a manual pull of the plunger was needed so the carrier would retract back. No patient involvement as it happened during a demonstration.

Manufacturer narrative:
Device code a0510 captures the reportable event of the retraction problem. Upon receipt at our quality assurance laboratory, this capio slim device underwent a thorough analysis. Based on the information available and analysis results, the reported event of "carrier, retraction problem" could not be confirmed because the suture did not return, and the investigation findings do not lead to a clear conclusion. Functional inspection of the device found that the carrier was able to move in and out, and after deploying the carrier, the cage was able to catch the suture and no retraction problem with the carrier was observed. After visual and functional inspections of the complaint device, it was not possible to identify any evidence on the alleged issue on the device. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, this investigation is assigned a most probable conclusion code of "no problem detected."

Manufacturer narrative:
Block h6: device code a0510 captures the reportable event of the retraction problem.

Event description:
It was reported that during a demonstration, a capio device was used. The carrier extended and was caught in the cage; however, the carrier was stuck in the cage and a manual pull of the plunger was needed so the carrier would retract back. No patient involvement as it happened during a demonstration.